Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead was an attempted right atrial (ra) implant. The lead dislodged several times prior to a stable position being found. However, once stable, high out-of-range pace impedance measurements greater than 2,000 ohms were observed. The lead was extracted and replaced with an alternate lead to complete the procedure. The patient was noted not to be pacemaker dependent. No adverse patient effects were reported.